Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage - mid struts were lifted from their crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18jun2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment but it failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was fine. However, returned device analysis revealed stent damage.